Event description:
Related manufacturer reference number 1627487-2024-00592; related manufacturer reference number 3006705815-2024-00901; related manufacturer reference number 3006705815-2024-00902. It was reported that patient experienced pain at the anchor side. During a surgical intervention procedure, a fluid discharge was noticed at the ipg pocket and incision sides. As a result, the physician opted to explant the entire system to address the issue. The investigation was unable to determine the anchor that was associated with the issue.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 1192, UDI: (B)(4), serial: n/a, batch: 8874960.

Manufacturer narrative:
A patient experienced pain at the anchor side was reported to abbott. It was determined that during a surgical intervention procedure, a fluid discharge was noticed at the ipg pocket and incision sides. As a result, the physician opted to explant the entire system to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.